Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they can not read the display. The customer¿s blood glucose level was 163 mg/dl. Troubleshooting was performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device had severely scratched lcd display window and severely scratched case. Device had torn keypad overlay and scratched keypad overlay. Device passed displacement test. (B)(4).